Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Rupture: no observed, openings on the device. Additional observations: white particles observed, on the surface of the device. Observed, deformation on the device. Observed, wear abrasion on the device. Observed, creases on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a right side rupture. And capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade iii device has been explanted and replaced.